Event description:
The customer reported that the device activated although the activation button was not being pushed.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.